Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis. The instrument was found to have one severely bent grip(s), causing misalignment of the grips. A clip could not be properly loaded on the grips. The grips did not show cracking damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the medium-large clip applier was not functional. It would not close when applying the clip. The procedure was completed as planned with no reported injury.